Manufacturer narrative:
The nrg transseptal needle has been received at boston scientific where it is awaiting analysis. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that as they were manually shaping the needle, the tip of the needle broke off. No visible issues were observed when it was removed from the packaging. The nrg needle was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has been returned for analysis (MDR aware date 12jan2024). Analysis of the device found that the device met its design specification for the distal, proximal hypotubes ods and curve overlay test. However, the distal hypotube remained adhered to the ptfe heatshrink and was not detached from the shaft of the needle. It was also confirmed that distal tip of the needle was bent at the distal-to-proximal shaft shoulder due to manual reshaping of the needle. Supplemental MDR is required to report investigation results. MDR aware date 12jan2024. Based on the complaints summary and results of the testing/inspections performed, the reported allegation is confirmed. Fields f10 (device codes), f10 (component codes), g3 (bsc aware date), h2 (report type), h3 (device evaluation), h6 (device codes), h6 (component codes), h6 (evaluation method, evaluation result and evaluation conclusion codes) have all been updated.

Event description:
It has been reported that an nrg transseptal needle was selected for use for atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that as they were manually shaping the needle, the tip of the needle broke off. The nrg needle was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.